Manufacturer narrative:
(B)(4). (UDI): n/a. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial left reverse shoulder arthroplasty. Subsequently, patient underwent revision procedure due to instability, ho (heterotopic ossification), and bone erosion approximately two (2) year eleven(11) month post primary implantation. The poly was removed and replaced and removal of impinging humeral bone. No additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as medical records noted instability, bone erosion, humeral shaft removed, liner removed, and exposure area of erosion. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were reviewed and found that there was no complication in the first procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.